Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('hypermenorrhoea, bleeding outside of menstrual period') in a female patient who had essure (batch no. C68123) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menometrorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced anaemia ("very severe anaemia"), arthralgia ("joint pain"), vision blurred ("difficulty focusing"), visual impairment ("vision disturbance"), paraesthesia ("paraesthesia"), burning sensation ("burning feeling in the body"), balance disorder ("impaired balance"), presyncope ("vasovagal episode") and memory impairment ("memory disturbance"). The patient was treated with surgery (laser burning procedure inside the uterus in 2018). Essure treatment was not changed. At the time of the report, the menometrorrhagia, anaemia, arthralgia, vision blurred, visual impairment, paraesthesia, burning sensation, balance disorder, presyncope and memory impairment had not resolved. The reporter provided no causality assessment for anaemia, arthralgia, balance disorder, burning sensation, memory impairment, menometrorrhagia, paraesthesia, presyncope, vision blurred and visual impairment with essure. The reporter commented: hypermenorrhea and bleeding outside of menstrual period were reported with dates 2015-2018. Difficultly walking for long periods, holding a pencil, etc. Numerous tests have been performed to find a pathology , the period of occurrence for adverse events was 5 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('hypermenorrhoea, bleeding outside of menstrual period') in a female patient who had essure (batch no. C68123) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menometrorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced anaemia ("very severe anaemia"), arthralgia ("joint pain"), vision blurred ("difficulty focusing"), visual impairment ("vision disturbance"), paraesthesia ("paraesthesia"), burning sensation ("burning feeling in the body"), balance disorder ("impaired balance"), presyncope ("vasovagal episode") and memory impairment ("memory disturbance"). The patient was treated with surgery (laser burning procedure inside the uterus in 2018). Essure treatment was not changed. At the time of the report, the menometrorrhagia, anaemia, arthralgia, vision blurred, visual impairment, paraesthesia, burning sensation, balance disorder, presyncope and memory impairment had not resolved. The reporter provided no causality assessment for anaemia, arthralgia, balance disorder, burning sensation, memory impairment, menometrorrhagia, paraesthesia, presyncope, vision blurred and visual impairment with essure. The reporter commented: hypermenorrhea and bleeding outside of menstrual period were reported with dates 2015-2018. Difficultly walking for long periods, holding a pencil, etc. Numerous tests have been performed to find a pathology , the period of occurrence for adverse events was 5 years. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.